Event description:
It was reported that the subject device presented no image. Additional information regarding the vent was unknown. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported issue was confirmed: device was found with no image. Evaluation found the device has no image due to third party repairs. Review of service history record found there are no prior service history records for this device. A device history record (DHR) review was conducted, and no issues were identified. Instruction for use (IFU), it states: "olympus is not liable for any injury or damage which occurs as a result of repairs attempted by non-olympus personnel." Reference page 68 as per IFU. Based on the results of the investigation, the most probable cause of the reported issue cause traced to maintenance, which is problems traced to improper routine or preventative maintenance. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device presented no image. Additional information regarding the vent was unknown. There were no reports of patient harm.